Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter was displaying an error message (strip problem, retest with new strip). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter issue began in (B)(6) 2016. He reported that he manages his diabetes with a combination of diabetes medicines, both oral and insulin. The patient denied making any changes to his usual diabetes management regimen in response to the alleged meter issue. The patient reported that the issue has been intermittent since it began, and when it occurs he develops the symptom of ¿sweaty¿. He denies have received any treatment for the alleged symptom. The csr noted that when he walked through a retest the issue was resolved. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.